Event description:
It was reported there was "particulate matter" found in a bd safetyglide¿ insulin syringe with needle during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) novolog insulin vial along with a letter requesting testing of the liquid inside the vial. No bd syringes were returned with the vial. If silicone is present in the liquid of the insulin vial, it may have been introduced by the cannula of a syringe that is properly coated with silicone. There is no indication of an excessive silicone issue or any other manufacturing issue with bd product. The lot number of the syringes in the question is unknown so a DHR check could not be performed. Investigation summary and conclusion remain valid and accurate. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported there was "particulate matter" found in a bd safetyglide¿ insulin syringe with needle during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was "particulate matter" found in a bd safetyglide¿ insulin syringe with needle during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.